Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the cable snapped on the fenestrated bipolar forceps. A fragment fell into the patient, but it is unknown if the fragment was retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected, and no issue was noted. The instrument was broken while in use. The surgeon did not know what the cause of the instrument failure was. It is unknown how long the instrument was in use. The surgeon did not notice any issues with the functionality of the instrument during the procedure. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. It is unknown if the fragment fell inside the patient during an instrument tip or accessory collision. Upon final removal of the instrument, the wrist was straightened. There was no resistance upon removal of the instrument the cannula. The surgical staff did not notice any damage to the cannula or the instrument. It is unknown if or how the fragments were retrieved. No additional surgical procedure was required to remove the instrument fragment. No postoperative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to the retaining foreign object. No photographic images or device video recording is available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the force amplification pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.